Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient developed a neurological dysfunction leading to stroke/coma. Computed tomography was performed which confirmed intracranial hemorrhage in the right hemisphere. At the time of the event, the patient was under anticoagulant aspirin. The relationship between the device and the neurological dysfunction was thought to be low but undeniable as the cerebral hemorrhage was caused by prolonged coagulation in association with deterioration of the patient's general condition. No surgical or medical treatment was performed. The patient passed away on (B)(6) 2023. The cause of death was determined to be central nervous system death, respiratory/ lung failure, and renal failure leading to multisystem organ failure. At the time of death, the device operated as expected. The death was not considered to be device related as there was no clear causal relationship.

Event description:
Additional information was received that the maximum value of creatinine was 4.79 mg/dl and the patient underwent a dialysis for 4 weeks. In relation to the respiratory failure that had developed since (B)(6) 2023, the patient was reported to be intubated for 48 days. Additionally, it was reported that the patient developed a right heart failure (rhf) on (B)(6) 2023 with symptoms of peripheral edema and cardiac index of less than 2.0 l/min/. Due to the patient's poor general condition, the rhf and the device were not thought to be related.

Manufacturer narrative:
H6: clinical codes 4446 - heart failure. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas (left ventricular assist system), serial number (B)(6), did not reveal any device-related issues. A direct correlation between heartmate 3 lvas, serial number (B)(6), the patient's outcome, and the events leading up to the patient's outcome cannot be conclusively determined through this investigation. (B)(6) was returned assembled with the pump cable severed approximately 13¿ from the pump header. The remainder of the pump cable was also returned. The sealed outflow graft with the bend relief was secured to the pump cover outlet port. The apical cuff was not returned. The blood-contacting surfaces of the device did not reveal any depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved left ventricular assist device log files appeared to have captured the system operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure, pericardial fluid collection, bleeding, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that no blood was collected before the patient's death due to do not resuscitate (dnr).

Event description:
It was reported that the driveline was suspected to be damaged. Log files showed a pump stop and 2 low speed advisories with speed drops as low as 0 rotations per minute (rpm). The issue appeared to occur only when the ventricular assist device (vad) was connected to power module. This type of behavior has been linked to potential issues with the percutaneous lead. An unshielded patient cable was to be provided for the patient. X-ray images were not available and it was unknown if the damage was confirmed. It was also unknown if the percutaneous lead was exposed to trauma. The patient reportedly gained about 10 kilograms of weight. If the alarms were related to specific torso movements was not known. The patient did not experience symptoms during the alarms. Additional information was received that the patient was admitted for driveline bacterial infection on (B)(6) 2023 and the pump stop event was identified on (B)(6) 2023. The cause of the malfunction was thought to be to be deterioration of the device due to long term use. Due to both the infection and the device malfunction, the pump was exchanged from heartmate ii to heartmate 3 on (B)(6) 2023. After the pump exchange, per a report on (B)(6) 2023, the patient developed a respiratory failure on (B)(6) 2023 and no tracheostomy was required. The respiratory failure was not thought to be related to the device because the respiratory obstruction was caused by increase in weight due to volume overload after the implant procedure. Per a report on (B)(6) 2023, tracheostomy was performed and the cause of respiratory failure was determined to be aspiration pneumonitis and was not thought to be related to the device. On (B)(6) 2023, the patient developed major bleeding, pericardial fluid collection, and renal dysfunction. The source of the bleeding was the mediastinum and 8 to 16 units of red blood cell concentrate was transfused per 24 hours. The patient was not on anticoagulation at the time of the event. The cause of the bleeding was related to the operation and was not thought to be related to the device. Related to the pericardial fluid collection, the patient experienced symptoms of tamponade. Due to the faulty position of the drain preventing from drainage, the event was not thought to be related to the device. On (B)(6) 2023, in relation to the renal failure, the maximum value of creatinine was reported to be 1.90 mg/ dl which had decreased from the value of 3.03mg/dl that was reported on (B)(6) 2023. As the preoperative renal dysfunction was exacerbated, the renal dysfunction was not thought to be related to the device. As of 06nov2023, the patient was reported to be intubated. Related MFR # for the heartmate ii pump: 2916596-2023-06949

Manufacturer narrative:
Related MFR numbers #2916596-2023-07296, #2916596-2023-03814, #2916596-2022-01114, #2916596-2022-13175 e1 - hospital site was (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.